Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-03253-00 for details pertinent to this event.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date.d4 and h4: manufacture date are unknown, no list or lot numbers have been provided.h3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the cuff on the new custom trach wouldn't inflate with either sterile water or air. There was no patient involvement.